Event description:
Allegedly product expired march 2009, but didn't show up on expired lot reports.

Manufacturer narrative:
Reopened to file reportable malfunction MDR based on risk assessment (B)(4).